Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. E.1. Initial reporter facility: (B)(6). Upon investigation of the actual device used in this incident, it was determined that station was not syncing to the server. A technical support specialist (tss) connected to the server and selected the device for synchronization. The network interface card (nic) speed was adjusted from 1gb to 100mb, after which a sync was initiated and completed successfully. This restored normal functionality and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was failing to sync with the server, possibly because it was not properly added or configured on the server. However, there were no delays or adverse events or injuries reported based on this event.